Event description:
Pt was revised to address broken ring on constrained liner (right side).

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was reportedly illegible. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.